Manufacturer narrative:
The investigation has determined that lower than expected vitros bhcg results were obtained from one patient sample compared with previous results from the same patient, when processed using vitros bhcg on a vitros 5600 integrated system. Based on internal testing which confirmed the presence of biotin in sample s2, the likely assignable cause of the lower than expected vitros bhcg results is biotin interference. In january 2019, ortho issued a technical bulletin (j66560) to provide customers results of additional testing to assess the impact of higher-dose biotin on microwell assays. The following information pertains to lowest level of biotin demonstrated to interfere with the assay (>/= 10% bias) for vitros bhcg, and the levels seen in the affected patient at time of testing: (B)(6). As per technical bulletin, the level of biotin found in sample s2 (124 ng/ml) is sufficient enough to cause the lower than expected bhcg results, while the level of biotin in sample s3 (4.7 ng/ml) is not sufficient enough to impact bhcg results for sample s3. A review of historical quality control records also indicates acceptable performance in regards to accuracy and precision using vitros bhcg reagent lot 2260 and therefore, a reagent issue was ruled out as a contributing factor to this event. In addition, continual tracking and trending of complaint data has not identified any signals to suggest a systemic quality issue with bhcg lot 2260.

Event description:
A customer obtained lower than expected total hcg (bhcg) results from a single patient sample that was processed using vitros bhcg in combination with a vitros 5600 integrated system. The original sample was repeated following the initial run. Patient sample results 326 and 346 miu/ml versus expected 1143.6 miu/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower than expected vitros bhcg patient result was reported from the laboratory. A corrected report was not issued, however there was no allegation of patient harm as a result of the event. (B)(4).